Manufacturer narrative:
.

Event description:
The reporter stated, the surgeon was unable to implant a 16.5 diopter aq2010v silicone three piece lens due to the wrong injector being sent with the lens. The surgeon was planning on implanting this lens as a piggy-back with an alcon lens, which is an indication not addressed in staar labeling, but was unable to do so. The reporter stated, the surgeon implanted the alcon lens into the sulcus, closed the incision and sent the patient home. The patient was to return at a later date to have the aq2010v lens implanted. There was no patient injury.